Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: "cause not established" will be used. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging, and as a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient is stable. The explanted device will not be returned for analysis, as it was discarded by the medical facility.